Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a hysterectomy, the needle fell out of the device after a couple throws. A new needle was loaded. The second needle fell out as well. The surgeon ended up going below to suture. The current patient status is fine. The needle fell into the patient and was retrieved.